Event description:
Customer reported poor image quality in the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge rep did not evaluate the system. Customer cancelled service call, will use third party to evaluate and repair system.